Event description:
It was reported that an alert was received in the remote home monitoring system indicating that the smartpass feature was disabled for this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) discussed that the smartpass feature disables in the presence of low amplitude signal measurements and discussed the steps to re-enable. A health care professional (hcp) re-enabled the smartpass feature. Subsequent information was received that the smartpass feature was again noted to be disabled. Appropriate sensing was observed with no undersensing or oversensing observed. Ts discussed the option of continued monitoring. The hcp then noted that the device went from a battery status of 41 percent to 16 percent four weeks later. Analysis of device memory was performed and confirmed a battery depletion anomaly. Device replacement was recommended. No additional adverse patient effects were reported. Available information indicates this product remains implanted and in service.